Manufacturer narrative:
Batch reviews performed on 12 october 2017. Lot 165997: (B)(4) items manufactured and released on 23 november 2016. Expiration date: 2021-11-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed flex size 2/20 mm right, code 02.12.0220fr, lot. 146637 (k121416) (B)(4) items manufactured and released on 19 june 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere femoral wedge distal size 3/4mm, code 02.07.304fdw, lot. 151201 (k102437) (B)(4) items manufactured and released on 15 may 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere femoral wedge posterior size 3/10mm, code 02.07.310fpw, lot. 102529 (k102437) (B)(4) items manufactured and released on 14 october 2010. Expiration date: 2020-11-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere extension stem - fluted ø 11 l 65, code 02.07.fcl11065, lot. 161029 (k120790) (B)(4) items manufactured and released on 08 april 2016. Expiration date: 2021-04-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined the patient is presenting with ligamentous instability. The cause is unknown. The surgeon is requesting a custom insert. The revision surgery was completed successfully on (B)(6) 2017.